Event description:
It was reported that during a ptca treatment procedure during predilatation of a 90% stenotic lesion in the proximal portion of the rca, the quantum maverick monorail balloon was suspected to have ruptured at 20 atm's on the initial inflation. It was also noted that resistance was met with insertion and removal of the quantum maverick monorail balloon catheter. The patient was asymptomatic during this event. A 7f medikit introducer sheath, a 0.014" choice pt guidewire, a 7f mach 1 fr4 guide catheter and a seaman inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as "good."